Event description:
Procedure performed: laparoscopic appendicectomy. Event description: during a laparoscopic appendicectomy on a [patient] the tip of the port of the laparoscope broke with plastic ending up in the patient¿s peritoneum. All plastic parts seem to have been recovered. Tip of port broke during insertion of scope inside the product. Intervention: component removed. Patient status: all pieces of plastic seem to have been removed.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided. Visual inspection confirmed the complainant¿s experience of a damaged obturator tip. Based on the photograph and the description of the event, it is likely that the reported event was caused by prolonged exposure to heat that was generated from a scope or light cable that was used during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic appendicectomy. Event description: during a laparoscopic appendicectomy on a [patient age and sex removed] the tip of the port of the laparoscope broke with plastic ending up in the patient¿s peritoneum. All plastic parts seem to have been recovered. Tip of port broke during insertion of scope inside the product. Intervention: component removed. Patient status: all pieces of plastic seem to have been removed.